Manufacturer narrative:
(B)(4). Batch # r9244w. Investigation summary: the device was returned with the cable cut off. Due to the condition of the returned device, no functional test could be performed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and there was also a cracked internal component; the y-link. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during a laparoscopic esophagectomy procedure, ¿replace instrument¿ was displayed after resetting, after the patient¿s body position was changed during use. The device was used on the esophagus and the jejunum. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.